Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. (B)(4).

Event description:
It was reported that the wound tunneling tip w/suction was being used in a procedure when the tubing came apart from the tip resulting in sterile saline being sprayed out. There were no patient or user injuries, and no reported adverse consequences.

Manufacturer narrative:
Unit was returned inside an opened pouch. Lot and part number were confirmed. Irrigation tube was found loose from the canal tip body. Therefore, the claimed tip broken / feel-off condition was confirmed. Based on device risk document and evaluation of units received from previous similar events, most probable root causes for this condition can be associated, but not limited to: the tip might broke / fell-off if the assembly of the tip is improperly bonded (excess/less adhesive or solvent) producing weak or brittle bonding between parts. Incorrect assembly process (not enough insertion of suction tube) or too much force applied during assembly at the manufacturing process. Possible application of too much force during the tip assembly to the irrigation handpiece at the set-up stage in the operating room. Poor gap design for mating parts (suction tube and tip insert).

Event description:
It was reported that the wound tunneling tip w/suction was being used in a procedure when the tubing came apart from the tip resulting in sterile saline being sprayed out. There were no patient or user injuries, and no reported adverse consequences.